Manufacturer narrative:
(B)(4). The complaint device is currently in transit to fisher & paykel healthcare (B)(4). We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of an airvo 2 humidifier was not working. There was no patient involvement.